Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and sensor cable replaced to address the issue. The device was not returned to the manufacturer. The device returned to a third party service center and the device failed a test step. The device¿s system board to fio2 sensor cable and the system board need to be replaced.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and sensor cable replaced to address the issue.